Manufacturer narrative:
Qn# (B)(4). Customer reports the catheter has a rolled-up tip. Photo provided by customer reflects a swg (spring wire guide) with tip kinked.

Event description:
The customer reports the catheter has a rolled-up tip.

Manufacturer narrative:
(B)(4). The customer returned an open cvc set with a guide wire and other various components for evaluation. The guide wire was returned within the advancer tube, no cap and showed no evidence of use. Visual examination of the returned guide wire was observed to have a single kink towards the distal end of the body inside the j-bend. The distal j-bend was intact. It was the portion of the guide wire exposed out of the advancer that contained a kink. The location of the distal kink and the cap not being present indicates damage resulting from the guide wire coming in contact with other components during shipping and handling. Microscopic examination confirmed the kink in the guide wire body. The kink in the guide wire were located 5mm from the distal tip, inside the j-bend. The overall length and outer diameter of the guide wire were measured and were found to be within specification. The guide wire was advanced through the returned ars with attached intro needle and returned catheter to functionally test the guide wire. The guide wire passed through both components with minimal resistance. A manual tug test confirmed that both the distal and proximal welds were intact. A device history record review was performed on the guide wire and no relevant manufacturing issues were identified. The report that the spring wire guide was found to be kinked prior to use was confirmed through visual examination of the returned sample. Visual examination revealed a single kink in the distal end of the guide wire body. The damage observed is consistent with damage occurring during transit. A device history record review was performed on the assembly and manufacturing of the guide wire with no relevant findings identified. Based on the sample received, it was determined that shipping and handling caused or contributed to this issue. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
The customer reports the catheter has a rolled-up tip.